Event description:
Healthcare professional reported injecting a patient om the lower jaw with 2 ml of juvéderm® volux¿. Eleven months later, the patient visited an esthetician who injected lemon bottle (fat-dissolving treatment) as a treatment in the patient¿s neck wattle. The patient then took xefo rapid (lornoxicam) per the esthetician¿s recommendation and again the next day. Two weeks later, the patient reported ¿inflammation, redness, swelling, and intense pain¿ in the angles of the lower jaw, with greater intensity in the left lower jaw and ¿bruising¿ at the lemon bottle injection site. The patient was informed that the lemon bottle triggered the event, and it is not approved to be used as an injectable. The patient received verbal confirmation that the panoramic dental x-ray performed was normal and because the ultrasound would be conducted in a few days due to unavailable appointments, treatment was initiated with tablet augmentin (amoxicillin and clavulanic acid) 1 gr 1*2 and 3cc oral sol prednisolone 10mg/ml. A week later, an ultrasound was performed that showed the ¿presence of hyaluronic acid in the area but no inflammation.¿ event is ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.